Event description:
It was reported that this was venous closure of the right common femoral vein with a prostyle device after an electrophysiology pulsed field ablation interventional procedure using a 16f sheath. Reportedly, the whole suture came out of the vessel with the knot. A new prostyle device was used and the same failure occurred. The knots were formed and intact. A new prostyle device was used and the same failure occurred. A third prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.